Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7098265/7095004.

Event description:
It was reported that the patient experienced pain and discomfort at the ipg pocket site. It was also noted that the patient had an inadequate stimulation despite being reprogrammed. All device components were explanted and were not returned.